Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 12.1mm vticmo12.1 implantable collamer lens, -13.50/+2.0/094 diopter, in the patient's right eye on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low vaulting and rotation of the lens. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned dry in lens case/vial. Visual inspection found that haptic was torn/ broken/ bent/ deformed. Work order search: no similar complaints were reported for units within the same lot. Conclusion code: as per the dfu of this lens model,implantation of lens in an eye with an anterior chamber depth (acd), as measured from the corneal endothelium to the anterior lens capsule, less than 3.0 mm is contraindicated. This patient had an acd of 2.98mm at the time of implantation. (B)(4).